Event description:
It was reported by the subsidiary that during field service installation of the device, the ninety (90) degree elbow was cracked, causing leaks in the cooler heater unit. The unit was in cardioplegia mode when issue occurred. There was no pt involvement.